Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. And the customer¿s allegation of the screen is not coming out, error code e315 was confirmed. Additional device evaluation findings were as follows: there is crease at the charge-coupled device lens, there is corrosion at the control part; due to leakage. There is corrosion at the scope connector and cover unit; due to leakage. Light guide lens is broken, the adhesive part of bending section cover is broken, switch box is broken, liquid leaks; due to breakage of switch box. Angulation in the up direction is out of standards; due to worn of angle-wire. The gap of up/down knob is out of standards; due to worn of angle-wire. And there is crumple at the universal cord. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope screen is not coming out, with error code e315. The issue was observed, during preparation for use on an unknown diagnostic procedure. The procedure was completed with a similar device with no problems or delays. There was no patient harm associated with this event.